Manufacturer narrative:
A beckman coulter cts (customer technical support) assisted the customer with troubleshooting over the phone. The cts instructed the customer to check for leaks at pinch valves pv27, pv47, and pv49 and no leaks were observed. The service call was deferred to an fse (field service engineer) and the fse assisted the customer with troubleshooting over the phone. The fse instructed the customer to change the tubing which was connected to the erythrolyse (differential lytic reagent) pump to resolve the leak. The customer verified that the instrument was functional following the repairs and no further leaks or differential vote-outs were observed. Failure mode of the event is attributed to the tubing at erythrolyse ii reagent pump and the customer replaced the tubing to resolve the issues. (B)(4).

Event description:
The customer reported a fluid leak of approximately 1 ml from the erythrolyse pump of the lh 500 hematology analyzer. The customer indicated that the leak was contained within the instrument and the instrument generated differential vote outs during the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.